Event description:
An assistant nursing manager reported footswitch failure during a cataract intraocular lens (iol) implant procedure. An alternate unit was used to complete the procedure with no harm to the pt.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).